Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange from textured to smooth, capsular contracture bake grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion, opening extended on posterior and white calcification in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Device has been explanted and replaced.